Manufacturer narrative:
Lot 13712704: (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography images dated (B)(6) 2017, revealed a proximal type I endoleak with contrast in the aneurysm sac. The 3 mm of aneurysm sac enlargement was noted (compared to images taken (B)(6) 2015, pre-implant procedure). A reintervention was done on (B)(6) 2017. The physician implanted an aortic extender endoprostheses. The endoleak was resolved and the patient tolerated the procedure.